Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device found the balloon did not show any visual defects and looked normal. No damage was found on the device. A microscopic examination of the balloon found a pinhole in the body of the balloon. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole on the body of the balloon. This failure is likely due to factors or conditions related to procedure, such as handling of the device, the technique used by the physician, the interaction with the scope and normal procedural difficulties encountered during the procedure could have possibly affected the device performance and its integrity. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon was attempted to be inflated in 3 stages. The first dilation was at 8mm, and the second dilation was 9mm. When trying to complete the 3rd dilation at 10mm, the pressure did not increase. Reportedly, the balloon ruptured when checked under the endoscope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.